Event description:
It was reported that a malfunction occurred on the customer's insulin pump with malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to manual insulin injections for insulin therapy.